Event description:
Customer reported feeling high after being off of pump therapy, then changing batteries in the insulin pump, then receiving a battery out limit alarm from the device. The customer's reported blood glucose value was 438 mg/dl. Customer wasn't sure how long he was off of the pump. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the alarm. Customer was advised to monitor the situation and to call the helpline back if the issues persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.